Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code, and no events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.